Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal key chuck attachment seemed to cause metal debris in the pt while being used. There was no pt harm or delay reported, and the procedure was completed with an alternate device.